Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead was capped and replaced on (B)(6) 2018 due to oversensing issue. Programing changes were suggested to resolve the issue, however physician decided to cap the lead since fracture was suspected. Patient was stable post- surgery.